Event description:
During an electrophysiology procedure, placement of a left ventricular lead through the coronary sinus, the wire was in the lead internal to the patient. The cardiologist was placing the lv lead and attempted to turn or maneuver the wire into the coronary branch. The cardiologist noted that the wire wasn't responding. He pulled out the wire out, and noted that the wire wasn't retracting into the lead. Next he pulled the lead and the wire out. After removal from the patient, the device was inspected and the staff could not pull the wire out of the lead. On further inspection, it appears that the wire was "uncoiling" or perhaps fractured or frayed. For this particular patient a new lead and wire were utilized without incident.